Manufacturer narrative:
Literature citation: nana p, spanos k, kouvelos g, stamoulis k, rountas c, arnaoutoglou e, et al. Tenyear single center experience in elective standard endovascular abdominal aortic aneurysm repair. Int angiol 2021;40:240-7. Doi: 10.23736/s0392-9590.21.04648-4.

Manufacturer narrative:
Date of incident: the date of incident is unknown. Therefore, the date the article was published online was used as the event date. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement.

Event description:
The following publication was reviewed: ¿ten-year single center experience in elective standard endovascular abdominal aortic aneurysm repair¿ (nana petroula et al, international angiology 2021, published online march 19, 2021). This retrospective analysis of prospectively collected data of 508 consecutive patients presenting with infra-renal abdominal aortic aneurysms being treated electively with standard evar was under¬taken in a single tertiary center between 2008 and 2018. It is stated that 113 of the included patients were treated with gore® excluder® aaa endoprostheses. The aim of this study was to assess evar outcomes in terms of survival and freedom from re-intervention during a long-term period. Table IV lists ¿adverse events that underwent re-intervention during follow-up¿ like, rupture after evar, endoleaks, graft migration and limb thrombosis. Based on feedback received from the author, only one of the listed adverse events was related to gore® excluder® aaa endoprostheses: a type ii endoleak occurred that was treated with coil embolization. No additional information related to the event was provided.